Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure for chronic calculous cholecystitis, when the cystic duct was clamped with an absorbable ligature clip during the surgery, it was found that the it was broken, then immediately remove the broken absorbable ligature clip. No harm on the patient.